Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information of patient alleging congestive heart failure and heart attack. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. There is no other clinical information provided to indicate any causal relationship between the device and the issues reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.